Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient was enrolled in trident ii revision outcomes study and underwent revision surgery due to continued drainage from incision 3-weeks post-op. Discharge from incision first reported 6 days post-op at which time the staples were replaced." This pi is for the revision.

Event description:
As reported: "patient was enrolled in trident ii revision outcomes study and underwent revision surgery due to continued drainage from incision 3-weeks post-op. Discharge from incision first reported 6 days post-op at which time the staples were replaced." This pi is for the revision. Update 24/march/2022: clinic notes provided indicate that an I&d was performed. The notes do not indicate that any implants were revised. 17/may/2022: implants were revised whereby a 46mdm acetabular liner, 28/52 adm/mdm insert and lfit v40 femoral head 28+8 were used.

Manufacturer narrative:
Reported event: an event regarding infection (continued drainage from incision) involving an adm liner was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the patient underwent a revision operation and then developed drainage which required another surgery and liner and head exchange. Subsequent cultures were positive for infection. I can confirm that the debridement and the liner and head exchange took place since I was able to review the operation report and pathology reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of drainage and infection following total hip hyperplastic are multifactorial including surgical technique factors and patient factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: it was reported that the patient had a revision surgery to address continuous drainage and infection. The event was confirmed through pathology reports indicating positive culture results and by clinical consultant who stated "subsequent cultures were positive for infection. I can confirm that the debridement and the liner and head exchange took place since I was able to review the operation report and pathology reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of drainage and infection following total hip hyperplastic are multifactorial including surgical technique factors and patient factors." A microbiological assessment by the stryker sterility team indicated: "staphylococcus epidermidis and peptonophilus coxii have been identified as cause of infection of patient. Staphylococcus epidermidis, coagulase-negative staphylococci, have been considered innocuous commensals of human skin and mucous membranes but are now accepted as the leading opportunistic pathogens responsible for numerous nosocomial infections [1]. In particular, they account for 30 to 43% of joint prosthesis infections [2]. The current accepted pathophysiological mechanism of s. Epidermidis orthopedic device infection is the direct inoculation of skin colonizing strains at the time of surgery [2][3]. Peptonophilus coxii has been isolated from human infections and is a mesophilic anaerobic gram-positive cocci bacterium. They are noted to be linked with an impairment of wound-healing in patients with diabetic foot ulcers if present in abundance during the initial infection. [4] stryker can confirm that the origin of infection cannot have been the implants used for this total hip arthroplasty surgery. Plastic hip implants are gamma-irradiated between 25-35kgy for sal 10-6. Metal knee implants are gamma-irradiated between 25-45kgy for sal 10-6. X3 knee implants are subjected to overkill sterilisation cycles demonstrating sal 10-6 at half-cycle parameters. Conclusion: due to the nature of the organisms isolated ¿ susceptible to various modes of sterilisation - and the sterilisation methodology employed by stryker, it is not probable that the bacteria could have originated from the sterile packaged implants." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.